Event description:
Patient's representative reported ¿replaced due to pain and rupture". This record relates to the left side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported left capsular contracture baker grade iii/IV and "deformation".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.